Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in(B)(4).

Manufacturer narrative:
(B)(4). On an unreported date, the patient was treated for the peritonitis intraperitoneally with unspecified antibiotics injected in one dianeal bag. After 4-5 days, the patient was recovered completely from the peritonitis event. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis. Treatment for the peritonitis was not reported. It was reported that the patient had recovered from the event. Pd therapy was discontinued. Additional information was requested but is not available. This is report 3 of 3 involved in this event.